Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention for high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had required intervention due to high blood glucose levels. The patient's blood glucose levels reached 240 mg/dl while wearing the pod between 36 and 48 hours. The patient reports having high blood glucose levels due to their previously reported pod that had failed to adhere and fell off the patient while they had been sleeping. The patient reports they had gone to urgent care where they had been treated with insulin. No further information is available as to this event.